Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.7,8,mtx,mg (tsvtwb8) was not returned, however the transfer mount was returned for investigation. Visual inspection of the as returned product identified the mount to have extreme signs of usage and also a fracture at the hex. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 6 ¿ complete seating with the appropriate instruments. Complainant reported driver/coping fractured upon placement (implant transfer mount). The reported event is confirmed following inspection and evaluation. Based on the evaluation, the device malfunction has occurred. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI:(B)(4). G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Event date unknown / not provided. Email address unknown / not provided. PMA/510(k) number - k101880.

Event description:
It was reported that the implant (B)(4) mount fractured during placement.